Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:30 am on an unspecified date. The patient reported obtaining a blood glucose reading of 160mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin. The patient reported that at 11:30 she took approximately 12 units of actrapid insulin in response to the reported high reading. The patient reported that 3 hours 30 minutes later she developed the symptoms of knees shaking and an accelerated pulse. The patient detailed that a 3pm she self-treated with glucose tabs/gel. The patient did not report any other blood glucose reading taken at this time. At the time of troubleshooting the cca noted that the correct unit of measure was set at the time of testing. The patient was unable /unwilling to walk through a control solution test. The test strips were stored correctly and had not expired. The patients products were replaced and requested back for evaluation. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged issue began.